Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to the emergency room with high pacing impedance from the right ventricular lead that coincided with pocket manipulation. The capture threshold was also elevated. Patient received an alert for both issues. The lead was capped and replaced on (B)(6) 2021 during a normal generator replacement procedure. No patient condition or symptoms were reported.